Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic total gastrectomy procedure, air leaked a lot. The air leak started in about 40 minutes. While a forceps was being inserted, air did not leak. A boo sound was heard from the device. The abdominal pressure was 10mmhg and high flow. The device was used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.